Event description:
It was reported to tyco/healthcare/kendall hq's in 2002 that a pt expired after experiencing an aspiration pneumonia. The physician alleged that the gastro feeding tube migrated and blocked the stomach track which caused vomiting. This process led to the aspriation pneumonia. The product is pending.